Event description:
It was reported that, this implantable lead was explanted and replaced by a competitor product due to high pacing impedances out of range and high pacing thresholds on bipolar configuration. No additional adverse patient effects were reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide other product specific information. If additional details become available, a supplemental report will be submitted.